Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator showed noise on the right atrial lead and slightly on the right ventricular lead. The noise was described as a strange waveform. Atrial tachy response episodes were recorded. The mentioned noise was not reproducible with isometrics and lead measurements were stable and consistent. After reviewing the episodes, technical services (ts) stated that the noise looks like oversensing of the respiratory rate trend (rrt) signal. Ts recommended programming off the rrt and stated if it is continued to see this with this feature off then the issue could be an external source. This device remains in service and no adverse patient effects were reported.